Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia. Customer's blood glucose value was 56 mg/dl and 43 mg/dl at the time of incident and current blood glucose level was 126 mg/dl. The customer was assisted with troubleshooting. The customer was treated with glucose. Customer declined troubleshooting for low blood glucose. Customer reports they did receive a calibration not accepted alert. Customer reports they did receive a change sensor alert. Customer's outcome pertaining to the complaint. The device will be returned for analysis.